Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower was in upload retry mode and not communicating. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device failed to communicate. A technical support specialist (tss) confirmed that the initial issue was resolved. The internal battery was inspected and required replacement if necessary. No further updates were received from the customer for one week following the resolution.